Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. During post-deployment device evaluation via intra-cardiac echocardiography (ice), the implanting physician noted potential clot formation on the core wire. The was aspirated and the clot was no longer visualized. Pre-procedure, the patient held coumadin for 3 days per protocol. A few hours post-procedure, transthoracic echocardiography (tte) was performed which revealed a moderate left ventricle thrombus. The patient was put on coumadin and international normalized ratio (inr) levels were monitored until therapeutic. There was difficulty in reaching therapeutic levels which resulted in a delayed discharge until (B)(6) 2021. The patient was seen on (B)(6) 2021 and reported to have a therapeutic inr and doing well. The patient will stay on coumadin with a three month tte follow up.